Event description:
Patient reported rupture on right side. Device was explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight and broken shell. A visual and microscopic analysis was performed which identified: crease sharp broken on posterior, striated opening on radius and posterior, non-penetrating nicks, and crease fold. Base on the device analysis the final assessment is: a broken crease sharp on posterior assessed as fold flaw opening; a striated opening assessed as surgical damage consist in the use of some surgical tool. Additional, changed, and/or corrected data: d.9, g.2, h.3, h.6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was rupture.

Event description:
Patient reported rupture on right side. Device was explanted.